Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray pedal was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system did not start up nad the customer was eventually able to get the system up. There is no report of death or serious injury associated with the event.